Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of patella fracture, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with juvéderm® volite¿. The patent experienced non-device related novel coronavirus infection that was treated with compound ganmaoling tablets and honey-refining chuanbei pei pa koa cream and event resolved. Patient also experienced tinnitus (not device related) that was treated with zaoren anshen capsule, ginkgo biloba dripping pills, tongqiao capsule, and aesculum anshen tablets. Event resolved. Patient was hospitalized due to being hit by a car while crossing a zebra crossing and experienced patella fracture, deemed not device related. The patella fracture is ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6.

Event description:
The event has been resolved.